Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the procedure was to treat a lesion in the common iliac artery. Resistance was not felt during the advancement of the 5mm x 40mm armada 35 balloon dilatation catheter (bdc) through the lesion and it crossed successfully. The balloon was inflated once at 10 atmospheres for 20 seconds; however, it required approximately one minute to fully deflate it. An unknown replacement bdc was used to complete the pre-dilatation. The procedure was successfully completed after a unknown stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.